Event description:
A home patient (hp) called the baxter technical assistance line regarding incomplete priming with several cassettes from the same box. The pt tried repriming the lines several times with no success. Per the hp, home pt discovered home pt had the patient line placed higher than the heater bag height, causing the patient line not to prime completely. Per the hp, no pt injury or medical intervention was associated with these incidents.